Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one cerebrospinal fluid patient sample tested for glucose hk (glu) and total protein. Of the two tests, results for glu were found to be erroneous. The sample initially resulted as 0 mg/dl for glu. The sample was repeated and resulted as 0 mg/dl. A value of 0 mg/dl was reported outside of the laboratory. The sample was repeated a second time and resulted as 0 mg/dl. The sample was repeated a third time and resulted as 163 mg/dl. The patient was not adversely affected. The glu reagent lot number and expiration date were asked for, but not provided. It was noted that the sample was tested in a dade cup on top of a tube. The dade cup is not a standard cup and is outside of specifications. It was believed that the non-standard dade cup was the cause of the issue.